Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient noted her cgm value was 60 mg/dl and went upstairs to get her glucometer. However, before she got to the top of the stairs, she experienced a seizure, and fell down the stairs. Her partner called emergency medical services (ems) who performed a bg upon arrival which was 20 mg/dl. It was not confirmed if ems treated the patient with glucose; the patient was transported to the hospital where she was treated with juice and evaluated for injuries. An x-ray of was performed, the patient was treated with ibuprofen, and less than 24-hours later, the patient we released from the hospital and diagnosed with a sprained neck. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.